Event description:
The customer reported that an error code e315 occurred during reprocessing on an olympus bronchovideoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.